Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure (batch no. Left-727106, right-50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc. Previously administered products included for an unreported indication: loestrin24. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea and back pain had resolved. The reporter considered back pain, dysmenorrhoea and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion / it was a success. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received. Case became incident. Event injury nos replaced with fallopian tube perforation, dysmenorrhea, pelvic pain & back pain. Historical & concomitant drugs, historical drug, lot number were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure (batch no. Left-727106, right-50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc. Previously administered products included for an unreported indication: loestrin24. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea and back pain had resolved. The reporter considered back pain, dysmenorrhoea and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-jan-2011: total bilateral occlusion / it was a success. Lot number: 50512931 manufacturing date: 2010-05 expiration date: 2013-05. Lot number: 727106 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.